Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. It was reported that the patient expired due to heart failure on (B)(6) 2021. There was poor left ventricular assist device (lvad) unloading due to misalignment of the inflow cannula (refer to MFR# 2916596-2018-04007), and the patient experienced frequent low flow alarms. It was reported that the device was otherwise operating as expected. (B)(6) was not returned for evaluation. The hmii IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU provides instructions regarding the installation and orientation of the sealed inflow conduit. This document states to take care to avoid orienting the inlet towards the interventricular septum and care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. Pump function will be compromised in the presence of inlet obstruction. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to heart failure. The outcome was device related, as there was poor left ventricular assist device (lvad) unloading due to misalignment of the inflow cannula. The patient did have frequent low flow alarms, but the device was otherwise operating as intended.